Event description:
A report was made regarding a cartridge alarm 30 during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer had not previously reported this particular alarm but had experienced issues with consecutive cartridges. As a resolution, the customer was instructed by technical support to place the pump into storage mode and return it, and a replacement pump was sent to them. The customer planned to use multiple daily injections as a backup insulin therapy in the interim.